Event description:
It was reported that biomed stated that the device would not cool during functional verification. Flow: 2.8 t4: 36.5 mpc: 100%. Mixing pump failure. Biomed requested quote for 2000-hour service. Per sample evaluation results on 05oct2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Decontamination tech installed test mixing pump. During assessment testing the device chiller tank did not fill. It was noted that the decontamination tech did not connect the test mixing pump power connector correctly. This was corrected during assessment to allow the device to cool. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the device would not cool during functional verification. Flow: 2.8 t4: 36.5 mpc: 100%. Mixing pump failure. Biomed requested quote for 2000-hour service. Per sample evaluation results on (B)(6) 2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Decontamination tech installed test mixing pump. During assessment testing the device chiller tank did not fill. It was noted that the decontamination tech did not connect the test mixing pump power connector correctly. This was corrected during assessment to allow the device to cool. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the device would not cool during functional verification. Flow: 2.8 t4: 36.5 mpc: 100%. Mixing pump failure. Biomed requested quote for 2000-hour service.per sample evaluation results on (B)(6)2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Decontamination tech installed test mixing pump. During assessment testing the device chiller tank did not fill. It was noted that the decontamination tech did not connect the test mixing pump power connector correctly. This was corrected during assessment to allow the device to cool. Completed the 2000-hour pm procedure on the device.